Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not always able to interrogate implanted devices. It was further noted that it needed a new pad. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis verified the intermittent telemetry and replaced the cable. It was also noted that the rubber portion of the label was missing.